Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6 type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic sacral colpopexy with posterior vaginal repair, division of adhesions and cystoscopy on (B)(6) 2009 and mesh was implanted. In 2013, patient had mesh erosion requiring surgical intervention and on the (B)(6) 2013 patient had an anterior vaginal repair with excision of mesh erosion, cystoscopy and suprapubic cystotomy. In 2023, the patient presented to the mesh clinic with a 3 year history of pv bleeding and infections that was affecting her quality of life. On (B)(6) 25 patients had an eua and cystoscopy which found a 1cm tunnel tracking up r side of the vagina another 2-3cm. No mesh palpable in this, tiny sinus noted at top of the tunnel, no obvious mesh or suture seen. MRI in 2023 showed inflammatory change at the distal mesh at the level of the vaginal vault supporting mesh failure/exposure and the anterior rectal wall tethers to the distal mesh vaginal vault attachment. On the (B)(6) 25 patients required an examination under anesthesia, vaginal excision of sacrocolpopexy mesh, vaginal revision and cystourethroscopy. During this surgery they found at the vaginal vault a 2cm area of exposed mesh, with large amount of granulation tissue overlying the mesh exposure site. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No further information available as reporter details have not been disclosed (confidential).